Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150 j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Monitor: 07159816, 10/31/2017. Belt: 89015645, 11/19/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 11:00 pm. Clinical review of the patient's ECG data shows that the patient experienced an appropriate defibrillation event on (B)(6) 2020, the date of their passing. The lifevest detected the patient's arrhythmia of ventricular fibrillation (vf) with CPR/motion artifact at 19:45:11. The response buttons were pressed from 19:46:11 to 19:46:15. It is unknown who was pressing the response buttons at this time. The patient then received five treatment shocks between 19:47:13 and 19:50:06 while their rhythm was vf with CPR motion artifact. The energy delivered during each of the shocks was 6 j, 6 j, 6 j, 6 j, and 5 j. The low energy pulses were due to poor ECG and therapy electrode placement and interference. Following the five shocks, the patient's rhythm was vf with CPR motion artifact. Per clinical review of the patient's continuous ECG recordings, the patient then received a non-lifevest defibrillation. The patient's rhythm at the time of the non-lifevest defibrillation was vf with CPR/motion artifact. The patient's post-shock rhythm was asystole that transitioned to bradycardia at 50 bpm with CPR/motion artifact. The patient was last seen in sinus rhythm at 60 bpm at the time of electrode belt disconnection at 22:06:20 on (B)(6). The patient subsequently passed away. There are no alleged deficiencies against the lifevest. The patient's equipment was returned and found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.